Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and medical intervention it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted small valve and broad jet. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve; however, the clip could not grasp both leaflets. Then after the fourth grasping attempt, the clip grasped both leaflets and mr was reduced. The clip was deployed, but then a small hole was observed in the anterior leaflet. An amplatzer closure device was properly placed to treat the tissue damage. Two clips were implanted, reducing mr to 2. On (B)(6) 2021, prior to discharge, it was noted that the amplatzer plug embolized. The patient's mr increased back to 4. The plug was removed and another amplatzer device was placed. The patient is stable and mr was reduced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, the reported difficult leaflet grasping appears to be due to challenging patient anatomy. The reported unspecified tissue injury appears to be due to procedural conditions. The mitral valve regurgitation (mr) appears to be a cascading effect of the unspecified tissue injury. Additionally, unspecified tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The unexpected medical intervention (pti) was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.